Manufacturer narrative:
Product event summary: the mapping catheter, 990063-020 with lot number 214018175 was returned and analyzed. Visual inspection of the mapping catheter showed that the introducer was at the end of the shaft and locked on the loop section of the pebax tube. The reported insertion issue was not reproduced; however, kinks were observed on the pebax tubing on the laces of the locking introducer. Also, the introducer was damaged due to a kink. In conclusion, the reported insertion issue was not confirmed through testing. The mapping catheter failed the return product inspection due to a kinked pebax tubing and introducer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter was unable to be inserted into the copilot of the balloon catheter. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event. The mapping catheter was returned to the manufacturer, analyzed, and tested out of specification.